Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a frozen display. The customer stated they were getting no responses from the buttons. No harm requiring medical intervention was reported. Troubleshooting was not completed due to the frozen display. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device received with intermittent button response due to corroded keypad traces. No button error alarm, frozen screen and time or clock anomaly noted during testing. The keypad connector was inspected and fully locked on lcd board. (B)(4).